Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hosp.

Event description:
The perfusionist was called to the cath lab and upon arrival, it was determined that the balloon was still in the sheath and was not inflating fully. The balloon was advanced until out of the sheath and began to inflate properly. After the perfusionist left, further problems were encountered with inflation and augmentation. The cardiologist elected not to insert another balloon. On 11/3/97, datascope was notified that the iab was probably discarded by the facility and would not be returned for evaluation. Event complications: none from the event - reported 8/20/97. Pt current status: unk - rpt'd 8/20/97.